Event description:
It was reported that a user who had just started on the ilet experienced hypoglycemia down to 55 mg/dl, consumed oatmeal, and subsequently measured approximately 100 mg/dl by fingerstick and 87 mg/dl on the ilet; troubleshooting and education were provided to allow the ilet to manage glucose without meal announcement for the oatmeal. Symptoms included a low blood glucose reading without associated clinical symptoms. Outcomes included temporary impact on blood glucose for a couple of hours with no medical intervention and no ketone testing. Investigation included user counseling on device operation and glucose management. Investigation of this case revealed no device alarms or malfunctions and no identifiable device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.